Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead had increasing thresholds during post-op check. One day later, the patient experienced chest pain. An echo-cardiogram revealed blood in cardiac wall suggesting a perforation. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.